Manufacturer narrative:
Initial reporter phone number removed from grid - (B)(6).

Event description:
The customer contacted philips healthcare to report that one of the cables has a plastic part damaged. There was no reported patient involvement.